Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint "the jaws of the vessel sealer would not open". The instrument was found to have a dislodged backend pulley at the proximal end housing. This condition resulted in a rattling noise within the housing, as the pulley had detached from its original position and was loosely inside. As a result, both the grip and wrist cables became loose, leading to improper jaw function. During testing, the jaws did not open and close properly. The instrument was found to have loose grip cable and snake wrist cable in the proximal end. The cables are loosely placed around the clamping pulleys. This caused the jaws not to open and close properly. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The jaws failed to open properly as a result of the dislodged back-end pulley and the resulting loose wrist and grip cables at the proximal end. The probable cause of the dislodged backend pulley is attributed to the component¿s susceptibility to damage from the manufacturing process. The cable on the grip drive can come loose if the cable was not properly seated in the grip input thread, therefore losing grip tension resulting in the backend pulley becoming dislodged. The probable root cause of the observed loose and derailed grip and snake wrist cables is attributed to the dislodged back-end pulley. Intuitive surgical, inc. (Isi) received user facility report mw5185445 stating: vessel sealer locked up while in patient, was able to be removed without causing harm to patient. New vessel sealer obtained and opened. Defective vessel sealer in possession of clinical leader for product rep to investigate malfunction. Md aware.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the vessel sealer extend instrument would not open. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: customer stated the instrument stopped opening after they released the tissue. Surgeon resolved the issue by using a backup which worked perfectly. No injury to the patient. No other issues during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.